Manufacturer narrative:
(B)(4). Approximate age of device- 24 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with signs of hemolysis on (B)(6) 2017. The patient underwent device exchange. No additional information was provided.

Manufacturer narrative:
Device evaluation: the evaluation of the explanted pump confirmed the presence of pump thrombosis, which could have contributed to the reported clinical signs of hemolysis. The pump was returned assembled with the driveline severed approximately 10 inches from the nipple of the pump housing and the remainder of the driveline was returned in one segment. The sealed outflow graft was cut approximately 0.5 inch above its hardware and was returned detached from the outlet elbow. The outflow graft bend relief material was removed from its hardware and the bend relief attachment clip was returned attached to the graft attachment. The severed portion of the outflow graft material and the entire bend relief material were not returned. Examination of the lumen of the inlet tube revealed a normal, very thin layer of tissue ingrowth surrounding the proximal edge. Although a specific cause for its development could not be conclusively determined through this evaluation, the tissue was strongly adhered to the textured blood-contacting surface and was minimally obstructive to the blood flow path, suggesting that it likely would not have contributed to a functional or flow issue. In addition, a thin hollow biological lining was found adhered to the distal end of the inlet tube and extending through the inflow graft. The structure of the deposition and its strong adherence to the blood-contacting surfaces suggests that it developed in this location over an undetermined amount of time while the device was supporting the patient. The tissue lining appeared consistent with poor surface washing in this location due to a low flow condition, however, a specific cause for the potential low flow state could not be conclusively determined. The lining did not appear to be thick enough to have significantly obstructed blood flow through the device. Upon disassembly of the pump, small thrombus rings were found surrounding the inlet bearing cup and the inlet bearing ball, obstructing approximately 10-15 percent of the blood flow path. The two thrombi appeared similar in color and structure, suggesting that they likely developed as one formation and broke apart during the disassembly process. Both thrombus formations revealed dark areas of denaturation, were strongly adhered to the blood-contacting surfaces, and also appeared to have formed in laminated layers, indicating that the thrombi developed on the inlet bearings over an undetermined amount of time while the pump was supporting the patient. The evaluation could not determine a specific cause for the development of the observed thrombus formations; however, their partial obstruction of the blood flow path could have contributed to the reported signs of hemolysis. Microscopic examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.